Manufacturer narrative:
The field service engineer determined solenoids and valves were contaminated. The valves were cleaned and the system was primed. Solenoids/valves were also replaced. A vacuum nozzle was replaced. The ise assembly was cleaned. Ise checks were performed and these came out well. The customer ran calibration and controls; these recovered within acceptable limits and no alarms occurred. Precision studies were performed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated on (B)(6) 2020 they started receiving alarms on ise calibrations performed on the cobas 8000 ise module. The reporter later called back on (B)(6) 2020 stating they are starting to see issues with control recovery. Controls were tested on that day and these passed, so then they ran patient samples. They received discrepant ise indirect na for gen.2 results for one patient sample. No incorrect results were reported outside of the laboratory. The sample initially resulted with an na value of 127 mmol/l. The sample was repeated on the same analyzer, resulting with a value of 136 mmol/l. The sample was then repeated on a second analyzer, resulting with a value of 127 mmol/l. The repeat value was believed to be correct. The na electrode lot number was w63, with an expiration date of 24-oct-2020.